Event description:
When attempting to obtain bone biopsy on patient, biopsy needle broke off. Decision was made by physicians to not retrieve needle. Dates of use: one day in 2008. Diagnosis or reason for urse: sickle cell anemia.